Event description:
A malfunction alarm occurred after the customer got damp while playing netball in the rain, displaying code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.